Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer replaced the old-style latches with new ones and swapped out the controller card. Noticed possible contamination on the latch wiring harness connectors. Replacing these components appeared to resolve the issue. Ran the test application and confirmed inventory functionality in production. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.